Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the cubie failed to open. A technical support specialist (tss) had restarted the application and asked the user to try again, but the issue persisted. The tss then accessed the cubie admin to manually open the cubie, but it still did not respond. The tss also tried opening it through the tester app, with no success. Tss advised the user to contact the pharmacist to request a replacement cubie, as it appeared to be defective. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the cubie was failed to open when attempted to issue hydromorphone 50mg/50ml IV ns. There were no adverse events or injuries reported based on this event.